Event description:
It was reported that a customer experienced a malfunction with their pump, indicated by an error code on the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer was advised to switch to mdi as a backup insulin delivery method, and the pump was scheduled for replacement by technical support. The customer was also instructed on how to put the pump into storage mode before returning it and agreed to return the defective pump within 10 days using a prepaid label.